Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. One unit of pronto was returned to vsi/teleflex for investigation. A returned product evaluation was completed. Catheter was damaged and fragmented. The fragmented pieces were severely damaged and deformed. The damages found on the catheter and segments is likely to have occurred during use with concomitant devices in procedure. Per IFU, states the following warning and precaution: never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel perforation. Exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking the account was inquired on procedure details. Few responses were received. It was noted that the device was used per IFU and the patient was not affected by the incident. However, it is unknown if fragments were left inside the patient, any noted concomitant device damages, evidence that the catheter broke inside the patient's vessel, calcification and tortuosity level of the vessel and any resistance felt during use of pronto. Based on the information and returned product evaluation, the most likely root cause of the issue is operational context and/or unintended use error.

Manufacturer narrative:
Device has returned for evaluation and an investigation has been opened to review device and history records, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: patient was undergoing tibial angioplasty and extraction of thrombus. The pronto v4 was placed over a an .014 guidewire and an extraction was performed. The pronto was flushed and placed back over the .014 wire but became jammed on the wire. The operator wasn't able to pass the pronto further into the patient or retrieve it over the wire. The catheter was pulled and split on the wire, leaving a portion stuck on the guidewire. This portion could not be moved and had to be grasped with a surgical mosquito to hold it to remove it from the guidewire. The remaining part of the catheter then came off the guidewire in pieces, and the procedure was continued with a second device.